Event description:
It was reported that the patient's blood glucose level rose to greater than 250 mg/dl while wearing the pod between 24 and 36 hours. During the pod use, the pod was generating an alarm. Reportability was reassessed based on the investigation findings. During the investigation, a leak was found due to an inadequate seal between the soft cannula and formed needle, resulting in internal corrosion.

Manufacturer narrative:
The pod generated an 0x3d alarm, indicating step sensor asserted before wire driven. A leak was observed at the nailhead of the soft cannula due to an inadequate seal between the soft cannula and formed needle, resulting in internal corrosion. The inadequate soft cannula and subsequent leak is confirmed as the root cause of the reported 0x3d alarm. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.